Event description:
It was reported that the right ventricular lead impedance has been decreasing and is now low. The threshold was also high. The patient had also been experiencing muscle stimulation for several months. The lead had a possible insulation break. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addr06 (B)(6) 2008. (B)(4).